Manufacturer narrative:
Balloon: model- 72400024, lot sn- (B)(4), mfg date- 03/17/2014, exp date- 01/08/2019, gtin- (B)(4). Pump: model- 72404127, lot sn- (B)(4), mfg date- 04/07/2014, exp date- 03/27/2015, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. It was further reported that this patient's previous device was removed 4 months prior due to cuff erosion. The patient's new aus was cycled and functioning as designed and will be activated 6 weeks. This surgery occurred without complications.